Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2015. Same case as 2134265-2015-06566 and 2134265-2015-06563. It was reported that automatic pullback failure occurred. During a procedure, a motor dive unit 5 plus was selected in conjunction with an unknown catheter and sled to diagnose the target lesion. However, the ilab was experiencing motor drive unit 5 plus pullback issue. The sled and catheter was replaced but the issue was not resolved. No patient complications reported.